Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was clogged. The following information was provided by the initial reporter: I send you a defective needle (clogged?) My glycemy was high because the insulin was not injected in my body.